Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Follow-up was conducted and from the information obtained it was reported that at the lead revision procedure, the lead was tested and it was found that the sensing was bad; therefore, the lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead warning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.